Event description:
During the pfa procedure, output issues resulted in a procedural delay. After collecting the voltage map with hd grid, the hd grid was withdrawn and the non-abbott pfa catheter (farawave by boston scientific) was inserted. Contact index baseline was started and the non-abbott catheter (farawave) pfa catheter flipped backwards in appearance even though it had not been physically moved. Pin location was checked; the catheter was removed from ensitex and a new one was loaded. The catheter presets were changed and respiratory compensation was performed with no resolution. The amplifier was reset and this did not fix the issue. The case was closed; the amplifier was turned off and the dws9 computer was rebooted. The case was restarted; rendering was appropriate but could not take shadows of the non-abbott (farawave) pfa catheter. Next the study was closed and the amplifier and dws9 were rebooted again and started a completely new case which resolved the issue. Rendering was appropriate and all tags and mapping worked.

Manufacturer narrative:
The product's lot number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available.